Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 459888 lead implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a one week post-implant wound check, the right ventricular (rv) electrograms (egms) appeared to show atrial signal, with no rv capture seen. Chest x-ray revealed the rv lead had dislodged into the right atrium. The rv lead was explanted and replaced. It was noted that during explant, the physician purposefully tried to "sacrifice" the rv lead by sticking an 18 gauge needle into the insulation, in order to insert a wire to retain access, potentially causing outer insulation damage. No patient complications have been reported as a result of this event.